Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical treatment and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient received medical treatment for hyperglycemia. The patient received a system error message while at school that they failed to respond, resulting in high blood glucose levels (bg) levels. Specific bg's and symptoms are unknown. Patient visited the school nurse and was given an injection of insulin, then assistance was provided with placing a new pod.